Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare professional (hcp). It was reported that the patient had an emergency MRI which caused the stimulator to quit functioning. The patient said the stimulator remained off/not functioning ever since. The hcp said the battery has depleted and the ins has been turned off since forever. The hcp thought the battery was depleted since 2014. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for rsd/causaligia-complex regional pain syndrome and spinal pain. It was reported that patient was asking for MRI compatibility guidelines. It is unknown if the MRI is due to a manufacturer device or therapy. Patient said she has had device off since not long after implanted because someone did emergency MRI and stimulator was on at the time and now stimulator is not able to hold charge shortly after implant. No patient symptoms or complications were reported in this event.